Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the buttons on the insulin pump were unresponsive. Customer removed the batteries and the battery cap for 24 hours. All of the buttons weren't responding. The device is returning for analysis.